Manufacturer narrative:
(B)(4). The field service engineer evaluated the device and could not duplicate the reported malfunction. No parts were replaced. Nothing was returned for investigation. The device was run for five hours without issue.

Event description:
It was reported that during patient use, a ventilator screen turned off. There was no report of patient harm as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.